Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer reported that the insulin pump went off at the time when they hospitalized. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer was treated with intravenous drip. Customer experienced sweating, vomiting and disorientation. Customer reported that they had infection that cause blood glucose level to go up. Customer was unable to enter into auto mode during high blood glucose level. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.